Event description:
It was reported that the ilet pump issued an occlusion alert while the user was wearing a contact detach 23-inch, 6 mm infusion set, and troubleshooting determined the plastic needle guard had not been removed prior to insertion, preventing insulin delivery. Symptoms included hyperglycemia with a blood glucose of approximately 250 mg/dl at the time of the alert. Outcomes included a delay to therapy until the site and connector were changed. Investigation included communication with the user and analysis of the information provided during the call and follow-up. Investigation of this case revealed no device problem and identified a usage issue associated with an improper procedure related to the infusion set component. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.